Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low was confirmed. Ventec opened the device in order to perform a visual inspection and observed that the exhalation control module (ecm) tubes were routed incorrectly. Ventec then rerouted the ecm tubes and replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift and that its ecm tubes were routed incorrectly.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.